Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that she had a high blood glucose of 549 mg/dl at the time of the incident. Customer stated that she hasn't changed her diet or exercising. Customer talked to her doctor and her blood glucose was running in the 273 mg/dl range. Customer stated that her blood glucose was 549 mg/dl on sunday and then it came down to 165 mg/dl. Customer took a manual injection to help her blood glucose, but it went back up 304 hours later. Customer's current blood glucose was 223 mg/dl. Customer felt tingling in their hands and feet, dizziness, and nausea as a result of her high blood glucose. Customer treated with manual injections and the pump. Customer stated that she had her basal rates adjusted when she spoke with her doctor. Customer reported that the tubing looks fine. Customer was unable to remove or change the set at this time. Customer declined to perform the high pressure test. Customer will monitor the pump and stated that she will adjust the basal rates.